Event description:
A malfunction was reported on a pump, identified by the code "malf 6." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump.